Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for svt episodes and an episode in vt zone. The shock was due to inappropriate programming. The patient was administered with conscious sedation before undergoing external cardioversion. The patient condition is stable.

Manufacturer narrative:
(B)(4).